Event description:
In 2003, the pt's head collided with another pt's head. The pt reportedly began to experience pain at the implant site. The pt was seen by the implant surgeon for eval. The surgeon did not observe signs of edema nor middle ear pathology. The pt continued to be monitored by the center. The pt reportedly experienced a decrease in loudness while using their sound processor, occasional pain and pressure at the implant site and an overly loud sound when powering up. The following month, the pt was seen by a co rep for device eval. Testing performed confirmed that the device was functioning. The pt continued to be monitored by the center. In 2004, the cochlear implant team decided to explant the pt's c1 device. Explant surgery has been scheduled.